Event description:
Report received of an adverse event while the pump was in use. The pump was programmed at 9:40am in the pca only mode to deliver 1mg/ml morphine with a 1mg pca dose, a 6 minute pt lockout, and a 24mg 4-hour limit. Cumulative totals of morphine given at 2:30pm were 15 mg and at 4:00pm were 25mg. At 4:00pm, the nurse charted that the pt had a respiratory rate of 16, a sedation level of 1 (wide awake), and a pain level of 3 out of 10. At 5:00pm, the pt complained of dizziness while being up in the chair. The pt was assisted back to bed and assessed by the nurse. At that time, the pt's oxygen saturation was 91%, their heart rate was 60, and their blood pressure was 100/60 mmhg. At 5:45pm, the nurse found the pt unresponsive with white lips and a weak pulse. At that time, a "code blue" was called. The pt received assited ventilations with a bag valve mask for a short time period, then spontaneously began breathing on their own. The pt was transferred to the medical intensive care unit for further observation and testing, where a pulmonary embolism was ruled out. The pt was discharged to home in 2002. The cause of the reported event was not specified. Though requested, no additional info was available.